Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had missing cannula after removal form the body. Customer also noticed that there were shorter cannula. Blood glucose was unknown at time of incident. Troubleshoot was not performed for missing cannula. Product will not be returned for analysis and need to be replace.